Manufacturer narrative:
Email address:(B)(6). Device photo evaluation: visual analysis of the photographs identified: red biological tissue in the shell; broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device removal; pain and rippling.

Event description:
Healthcare professional reported left side "pain and rippling. During the operation, a ruptured implant is found." Device has been explanted.